Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the white line of the amia automated pd cycler set and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia device during use of an amia automated pd cycler set. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported there was a loose connection between the white clamp line of the cycler set and the supply bag. Renal therapy services assisted with ending therapy. The patient would complete therapy by manual exchange and contact the peritoneal dialysis registered nurse regarding incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.